Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. After the alarm, the customer resumed insulin delivery. The customer's blood glucose level was not impacted. The customer declined tandem technical support's offer to troubleshoot to determine a possible cause of the occlusion as the alarm had not re-occurred.